Event description:
On (B)(6) 2013, we have been informed by philips (B)(4) USA of a customer complaint that the packaging for a dp pad was not completely sealed. No harm to a patient was reported by the customer.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns our complaint #(B)(4). We consider an open or not fully sealed electrode pouch to be a potential malfunction as the electrode contained therein might dry out as a consequence. A dried out electrode could malfunction when used. This product is made to the customer's specification labeled as their original product and imported into the us under their 510k. Leohard lang is the contract manufacturer.